Event description:
It was reported that t:slim X2 pump battery would not charge and showed a power source alert before issue resolved on its own. There was no reported impact to the customer¿s blood glucose level. Customer continued using original charging supplies, pump began charging again, and no further assistance was required from Technical Support.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.